Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call device error. The customer's blood glucose was 13.3mmol/l at the time of call. Trouble shooting was performed and found critical pump error happened during basal. Advice to discontinue use of the insulin pump and revert to insulin pen. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.